Manufacturer narrative:
Additional information : h3-device evaluation: lens returned in a microcentrifuge vial with moisture. Visual inspection found no visible damage to lens. Claim# (B)(4).

Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, diopter -11.0 into the patient's right eye (od) on (B)(6) 2020. Intraoperatively the lens was exchanged with a shorter lens due to excessive vault. The problem was resolved. The cause of the event is reported as unknown.